Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out-of-range right impedance measurements. Attempts to replace the lead were complicated by patient anatomy. The physician elected to continue using this lead. No additional adverse patient effects were reported and the lead remains in service.